Manufacturer narrative:
Additional information was added: the device was manufactured from april 1, 2019 - april 3, 2019. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the units. When the units were removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer caps were hand tightened by manually rotating the caps until the caps could no longer be rotated. The units were filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume infusors leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.